Event description:
The customer reported an intermittent loss of the live image/video on both monitors. A sys reboot would be required to regain sys functionality. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys was completely upgraded. The sys was then found to be operating as intended.